Manufacturer narrative:
MFR¿s investigation is still ongoing; if add¿l info is received, a follow-up report may be submitted.

Event description:
It was reported that the jack was broken with sharp edges exposed. There was no pt involvement or adverse consequences reported.